Event description:
Pt underwent electrophysiology mapping and radiofrequency catheter ablation of the right ventricular outflow tract. Following the procedure all catheters and sheaths were removed and hemostasis achieved with local manual compression. There were no immediate complications. Shortly after the procedure, pt became hypotensive with clinical signs of cardiac tamponade. The pericardium was successfully evacuated with pericardial centesis, however, because of reaccumulation of fluid it was decided to sent the pt for surgical repair.